Event description:
It was reported that during a lap appendectomy procedure, when the surgeon fired the device for the first and second firing with a blue cartridge, it worked properly. When the surgeon fired the third firing with a white reload, it fired properly but after the third firing, the jaws would not open when removing it from the trocar. The nurse was able to open it with the release button on the back table. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.